Event description:
The doctor reported that during the beginning of a procedure, the tip of the bur broke off. The bur tip was removed from the patient's sinus in approximately 5 minutes without use of additional equipment or medical procedure. The total delay of the procedure was approximately 30 minutes. There was no adverse patient consequences or sequela reported. Visual inspection of the returned product showed that all portions of the broken bur were returned, indicating that no unretrieved device fragments were left in the patient. The tip that separated from the shaft measured approximately 3/8 inch. The area where the break occurred was between the tip and the weld on the shaft (this distance is approximately 1/10 of an inch). The hood that carries the irrigation tube and covers 1 side of the tip showed deformation. The hood was bent to the side by approximately .05 inch and inward toward the tip by approximately .07 inch. This damage indicates that the tip came in direct contact with the hood and the bur was being used in a forward direction. Additionally, the hood has impact evidence on the end, indicating that this appears to be a direct contributor of the bur breakage. There are no irrigation weld locations except on the hood. Visual inspection of the hubs showed dimples on the outer hub just prior to the locking area caused by the handpiece locking mechanism and the tips of the inner hub chevrons were damaged. This damage is indicative of improper installation. Additional damage to the outer hub locking area showed dimples as well, indicating that at some point, the blade was loaded properly and that heavy side loading during use occurred. Functional inspection confirms that the bur loads and locks properly into the handpiece. No other damage or defect was found. A stock audit of the available raw material used to manufacture the bur showed no out-of spec material. Instructions for use statements include, but are not limited to: should a bur fracture occur during use, extreme care must be exercised to ensure that all fragments of the bur are retrieved and removed from the patient. Unremoved bur fragments may cause tissue damage to the patient.

Manufacturer narrative:
Multiple attempts to obtain the required information were made, and the records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis. While it is not uncommon for a powered bur to break during use, our data shows that on rare occasion, a serious injury (si) or additional medical intervention may be required, due to a bur break resulting in a device fragment. In most cases, bur fragments are easily removed from the patient without additional intervention or harm to the patient and the surgery proceeds as planned. FDA guidance declares that if a malfunction has caused a death or si even once, then it means it is "likely" to recur. Given this guidance and our experience with bur breaks, any bur break resulting in a device fragment is submitted as a reportable malfunction.